Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a issues with the fuse not allowing the pockets to release or open. The field service engineer manually removed all pockets and cleaned the debris to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 3.2 failed when user trying to issue medication to patient and prevented user from removing medication, the user was able to get medication from pharmacy. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.